Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (S-ICD) system delivered an inappropriate shock due to oversensing of noise. Technical Services (TS) reviewed device data and found the device was programmed in Secondary vector. Also, Smart Pass was off, and the patient's R-waves were difficult to discern amongst baseline noise. TS suspected the noise was related to device movement. TS recommended a chest X-ray to confirm system placement and perform isometrics for noise. TS also recommended to run automatic setup and to capture all sense vectors. This S-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.This product investigation is still in progress. This report will be updated when product investigation is complete.